Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a wedge laparoscopic procedure. There was poor staple formation. To complete the case a suture was done. The patient was alive with no injury.